Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced charging difficulties. Surgical intervention was undertaken wherein the ipg was explanted and replaced.